Event description:
During baxter's functional testing, a spectrum pump had a "keypad malfunction." The customer reported that the pump had a keypad problem with the "1" and "2" keys. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "keypad problem with the '1' and '2' keys," determined to be caused by a failed keypad. The device had an intermittent response from the #1 and #2 keys. The front case assembly, which contains the failed keypad, was replaced. Baxter has initiated a CAPA to further investigate the issue.